Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported rupture discovered during explant surgery and exchange from textured to smooth devices. Later healthcare professional reported "capsular contracture and contour deformity" via operative report. Healthcare professional later stated the baker grade as "ruptured level 3/4". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported rupture discovered during explant surgery and exchange from textured to smooth devices. Later healthcare professional reported "capsular contracture and contour deformity" via operative report. Healthcare professional later stated the baker grade as "ruptured level 3/4". This record is for the left side. Device was explanted and replaced.